Manufacturer narrative:
The lead was explanted, to date the lead has not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014 the customer reported that this right atrial lead was removed due to oversensing (customer was not able to obtained measurements). The lead will be returned (not as of 12/05/2014). There was no reported fracture. No adverse pt effects were reported. The lead was actively implanted for approximately 13 years, 6 months.